Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level and had keypad anomaly. Customer's blood glucose value was 509 mg/dl at the time of the incident. The customer was treated with shots. Customer will be returned device for analysis.